Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was corrosion around the pump usb port that was preventing the customer from charging the pump properly. Reportedly, the customer cleaned off the corrosion from the usb port and was able to successfully charge the pump. There was no reported impact to the customer's blood glucose level.